Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had experienced high blood glucose. Blood glucose level was 485 mg/dl. Current blood glucose value was 86 mg/dl. Customer treated high blood glucose with insulin pump. It was unknown if insulin pump was been used on auto mode. The insulin pump will not be returned for analysis.